Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly developed an infection at the implant site. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly experienced a cholesteatoma. On (B)(6) 2016, the recipient was prescribed rocephin for two days. The recipient was hospitalized on (B)(6) 2016. The external visual inspection of the device revealed cut silastic overmold on the fantail and along the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed two cut electrode wires along the lead electrode. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition resulted in high impedance values. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.